Event description:
While filling an angiographic syringe package in a convenience kit, the physician noted air entering around the o-ring in the rotating adaptor of the syringe. The syringe was not used and there was no patient injury.